Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer stated they had to change out two reservoirs as a result. The customer also reported waking up to a blood glucose of 400 mg/dl. Customer stated the air bubbles were small in size. It was also found the insulin pump was rewound with a reservoir in place. The customer was advised this would cause air bubbles. Customer also reported the insulin was stored at room temperature. The customer was advised to monitor the issue. The customer agreed to return the reservoir for analysis.